Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "leaking silicone". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "leaking silicone"

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: opening device assessed as fold flaw opening. ¿ gel bleed: not observed. As per the investigation procedure crease / stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "leaking silicone". Device has been explanted.